Event description:
It was reported that a user experienced elevated blood glucose readings after self-administering prednisone for severe leg itching and inquired about announcing an additional meal to reduce glucose, and the agent provided troubleshooting and education advising against announcing false meals and to contact a healthcare provider regarding medication. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond self-care counseling, and no hospitalization. Investigation included a review of user-reported history and product-use troubleshooting with education. Investigation of this case revealed user-initiated medication as a likely contributor to hyperglycemia and no evidence of device malfunction. It was concluded that the device performed as intended and that the event was attributable to external factors related to concurrent medication use and user workflow. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.".